Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed. The coil interlocking arm was found detached from the rest of the coil and interlocked inside the introducer sheath. The rest of the coil was not returned. The coil interlocking arm was removed from the introducer without issues. Also, the twist lock was found open. The introducer sheath and delivery wire were observed kinked. Furthermore, a microscopic inspection was performed. The zap tip shape and delivery wire surface found no dam age. The interlocking arm of the delivery wire was inspected and no damage was noted. The interlocking arm of the coil was inspected and was found detached. The dimension of the delivery wire was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jun-2017. It was reported that the coil became stuck in the catheter. An endovascular aneurysm repair (evar) was being performed in the lumbar area. A 4mm interlock¿-35 was selected for use. During the procedure, embolization was performed in the inferior mesenteric artery (ima) through intermittent flushing. It was noted that severe resistance was encountered and device was stuck inside the catheter. The interlock was retrieved. Another attempt was made to deploy the device; however it really got stuck midway in the catheter. The interlock was retrieved and procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil interlocking arm was found detached.